Event description:
It was reported that the right ventricular (rv) lead triggered a polarity switch due to high impedance. A chest x-ray confirmed a lead fracture. Reprogramming was attempted, but the lead would not program back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.